Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient had a follow-up procedure where it was noted that the device did not seal. The physician implanted coils to treat the leak that was noted around the closure device. There were no patient complications that were reported to have occurred due to these events. The patient is doing fine.